Manufacturer narrative:
Final analysis of the device revealed no significant anomalies. Telemetry and output were okay. The battery was at normal end of life based on longevity calculations.

Event description:
It was reported the device was explanted due to battery depletion. The battery had a relatively short lifespan and there was a concern that it should have lasted longer. Per the reporter, the impedances were measured and the results did not give a reason to think the battery was not operating correctly. The patient had no symptoms and had no therapeutic issues. There was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Programmer model 37642, serial# (B)(4), extension model 37085-60, serial# (B)(4), implanted: 2009-(B)(6), lead model 3387s-40, lot# v302055, implanted: 2009-(B)(6), lead model 3387s-40, lot# v302055, implanted: 2009-(B)(6). (B)(4) - the device has been returned for analysis. A follow up report will be sent when analysis is complete.